Manufacturer narrative:
It was reported that the physician deployed the stent in hgs. After that, the physician tried to remove the delivery system but the tip was stuck the stomach wall and could not be removed. The delivery system was burn off using apc, so 5 to 6 cm from the tip remained in the body. It was not clear where the tip was stuck because the fluoroscopy image was attached and the device was not returned. Also, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. However, based on the description, which was written that "the physician deployed the stent in hgs. After that, the physician tried to remove the delivery system but the tip was stuck the stomach wall and could not be removed", it is considered that the tip was stuck on the puncher site of stomach and/or the liver during removal process of the delivery system, resulted in removal failure. In addition, based on the description, which was written that "the delivery system was burn off using apc, so 5 to 6 cm from the tip remained in the body", it is assumed that the removal was tried in state that not place the inner sheath back into the outer sheath as the original state after stent deploying. It is stated on user manual as follows. 10. Procedure, (5) after stent deployment, b) - carefully remove the introducer system, guidewire and endoscope from the patient. If excessive resistance is felt during removal, wait 3~5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath as the original state prior to removal.)" In addition, it was written that "patient's condition: bleeding has occurred" in the description, but the association with inner sheath is low based on the description updated in 10th may, and it is assumed that the blood occurred due to hgs procedure. Therefore, apc (argon plasma coagulation) was used, then the inner sheath was burned and detached due to interference of apc, so the inner sheath was left in the patient's body. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the physician deployed the stent in hgs. After that, the physician tried to remove the delivery system but the tip was stuck the stomach wall and could not be removed. The delivery system was burn off using apc, so 5 to 6 cm from the tip remained in the body. The stent slipped to the stomach side by about 1 to 1.5 cm. The guide wire used was visiglide2 (0.025inch), and the dilator was cysto-gastro-set(fine025). Patient's condition: bleeding has occurred, but the vitals are stable and no blood transfusion is required. If bile is found to leak to the peritoneum, additional stent deployment may be performed in the future. 2019/5/10: update: the physician determined not to remove the remaining inner sheath because it is not expected to have an adverse event and not to place additional stent. There were no patient complications as a result of this event.